Manufacturer narrative:
Follow-up #1 date of submission 02/06/2015-product analysis:the device was returned and evaluated by product analysis on 01/23/2014 with the following findings:the returned battery cap was able to secure properly to a test pump. The battery cap contact height was out of specification.

Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The battery cap has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.